Event description:
The patient's anchors were explanted which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain at anchor site. The patient has not undergone any falls, accidents, or trauma. Surgical intervention may be taken to address the issue. Note the patient received two anchors from the same lot number.